Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, from july 22, 2019 to january 10, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress that was applied to the insertion section during user handling of the subject device and the charge coupled device unit being damaged the event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". "Do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a bronchoscopy (with lavage) procedure, the image with the evis exera iii bronchovideoscope, glitched and it turned black when moving lever down. It was noted that, when the lever was moved back, image was restored. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the insertion tube had kinked, the light guide tube had dent and the scope connector had surface scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.